Manufacturer narrative:
Results: the sep6 delivery wire was fractured approximately 174.3 cm from the proximal end. The delivery wire was kinked approximately 29.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the sep6 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully maneuvered against resistance, damage such as this may occur. The ¿extreme¿ and chronic clot described in the complaint likely contributed to the resistance experienced in the procedure. Further evaluation of the returned device revealed that the sep6 kinked. This damage likely occurred due to forceful handling during use. Penumbra sep6s are visually and dimensionally inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6) to remove a deep vein thrombosis (dvt) in the right iliac vein. During the procedure, while using a non-penumbra 8f sheath and an indigo aspiration system catheter 6 (cat6), the physician completed three passes with the sep6. Upon removal of the sep6 after the third pass, the physician noticed that the tip of the sep6 was unraveling. Therefore, the sep6 was set aside and the procedure was successfully completed using the same non-penumbra 8f sheath, cat6 and a new sep6. It was also reported that the sep6 was being used in an extensive clot for 20-30 minutes and that the physician experienced some resistance in certain areas of more chronic clot. In addition, the physician did not use the sep6 introducer sheath while advancing it into the rotating hemostasis valve (rhv) of the cat6. There was no report of an adverse effect to the patient.